Event description:
The product was used during a gastrectomy procedure. Reportedly, after firing the plastic handle did not return. The doctor wrenched it open and found no staples fired and the tissue torn. The surgeon manually sutured to complete the procedure. The hospital has reported no patient injury occurred.